Manufacturer narrative:
The samples returned was visually inspected and no defects were found. During the test, the bags were filled with water and no leaks were detected in any of the three samples received. The complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device is leaking and the bag is leaking out into the plastic. No patient injury was reported.

Event description:
It was reported that the device is leaking and the bag is leaking out into the plastic. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-xxxxxx is no longer considered reportable, please disregard any MDR reports associated with it.